Manufacturer narrative:
(B) (4) (B) (4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a whipple procedure, at the beginning of the procedure, the silicone pledge was torn loose. Nothing special happened before, the assisting nurse only wiped off the jaws of the instrument with a wet gauze. Another device was used to complete the procedure. There were no adverse consequences for the patient.